Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was repositioned and remains in use. It was also reported that the left ventricular (lv) lead dislodged and was not capturing and remains in the inferior/superior vena cava. No corrective action was taken to replace the lead. The patient was reprogrammed to right ventricular pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 3830 lead, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.